Event description:
It was reported that during a routine device change out, the pulse generator exhibited loss of output after suspected electrocautery interaction. The device was explanted and replaced. The patient did not suffer any adverse consequences.